Event description:
It was reported that the customer experienced a blood glucose (bg) level of 503 mg/dl; the cause was unknown. Reportedly, the customer went for a walk and allowed the pump to deliver a correction bolus to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.